Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was slightly misaligned and the insulin on board (iob) text was still visible when switching to different features. Upon reviewing the display issues, tandem technical support was unable to confirmed the misaligned screen. The customer's blood glucose level was 134 mg/dl. The customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.